Manufacturer narrative:
The sodium electrode lot number was fts89, with an expiration date of 14-dec-2026. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 151.1 mmol/l. The customer repeated the sample since the initial value was abnormal. The repeat result was 140.7 mmol/l. The repeat result was deemed correct.